Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of cutting wire broken. Imdrf patient code e2114 captures the reportable event of perforation. Imdrf impact code f2301 captures the reportable event of additional device required using clips to close the perforation. Imdrf impact code f08 captures the reportable event of prolonged hospitalization.

Event description:
It was reported to boston scientific corporation that an autotome pro rx 39 was used in the ampulla during an endoscopic retrograde cholangiopancreatography (ercp) procedure to treat choledocholithiasis performed on (B)(6) 2026. During the procedure, after successful cannulation, a sphincterotomy was initiated. Shortly after beginning the cut, the physician noted that the device was not cutting appropriately. The sphincterotome was retracted, revealing that the cutting wire broke and was cutting unintended tissue near the ampulla. This resulted in a perforation, which was confirmed with contrast. Upon recognition of the perforation, the physician proceeded to complete the procedure and then addressed the injury. The perforation was closed using five short stem micro tech clips. Successful closure was confirmed with contrast injection and fluoroscopic imaging. It was reported that no part of the cutting wire detached and fell into the patient. The procedure was completed using the original device. The patient is expected to fully recover. Note: it was reported that the device was energized prior to bowing. "Per the instructions for use (IFU), precaution: the sphincterotome does not need to be energized prior to performing sphincterotomy. Energizing the cutting wire prior to use will cause premature cutting wire fatigue and will compromise the cutting wire integrity.".